Event description:
Health care professional: reports hemochron response problem. Customer claims when the instrument was used in the extra corporeal circulation, the act was frequently prolonged to 1,500 seconds. On removing the tube, customer found that the blood was already clotted. Customer claims if the blood is clotted, the sensor does not realize the clotting. The rotation continues to show 1,500.

Manufacturer narrative:
(B)(4). Device is being returned to manufacturer from end user. Manufacturer to evaluate product returned from user facility.